Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both cdc and barda but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported that they had an incident where the needle separated from the syringe and stayed in the patient when she went to pull it out. Some of the vaccine did come out when this happened. She was able to pull the needle out by the luer lock where it was separated. No information was received regarding any serious injury as a result of this product report.